Manufacturer narrative:
The supplemental report was created to correct the sensor break (fell off when pulled out of the package).

Event description:
The supplemental report was created to correct the sensor break (fell off when pulled out of the package).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was broke. The customer's blood glucose was unknown. The customer stated that there was change sensor alarm and sensor was broke. There was blood at site. Customer was not like to continue troubleshooting for site issue. The product will not be returned for analysis.